Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per log file review an electrical fault alarm followed by a vad stop alarm, indicating a potential short circuit that self-cleared and successfully restarted the pump. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Review of the controller logs revealed one (1) reactivation event on (B)(6) 2017 at 05:15:32 due to a sys_front_over_current_trip, followed by a vad stopped alarm at 05:15:33. One electrical fault alarm was logged simultaneously with the vad stopped alarm at 05:15:33 with a fault status of sys_rear_over_current_trip. The reactivation event and electrical fault alarm indicate that both a front and rear over-current trip caused by a high current condition occurred. A motor start event was logged at 05:15:44. As a result, the reported event was confirmed. Based on the investigation conducted, the most likely root cause of the vad stopped alarm may be attributed to simultaneous over-current trips in both stators. Based on the risk documentation, possible causes of the reported event can be attributed to multiple factors, including but not limited to a driveline connector malfunction and/or driveline wire damage. If information is provided in the future, a supplemental report will be issued.